Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm during manual prime. Customer stated that she changed the site and the battery, but received a no delivery alarm. Customer's blood glucose level was 350 mg/dl. Troubleshooting was performed and was advised that changing the reservoir resolved the issue. Customer stated that the pump did not alarm no delivery with manual prime. Customer also stated that she did not get an alarm that the pump was not working last night. Customer's blood glucose level is not usually that high when she wakes up. Customer declined troubleshooting for high blood glucose levels. Customer gave herself insulin. No further assistance needed.